Manufacturer narrative:
Batch review performed on 07 novemeber 2022 lot 2012943: (B)(4) items manufactured and released on 25-march-2021. Expiration date: 2026-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 3 months after the primary, the patient came in reporting pain and the surgeon determined that the cup was overly anteverted. The surgeon revised the medacta cup with a competitor cup and revised the medacta head with a medacta head. The surgery was completed successfully.